Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited "bad" sensing and thresholds. It was also reported that placement difficulty was experienced. It was reported that it was difficult to get the helix back into the lead. The helix was rotated more than thirty times but the helix would not retract. The lead was removed by rotating the entire lead counter clockwise. Troubleshooting was done upon removal of the lead but the helix remained stuck. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.